Event description:
During a right knee arthrosplasty, the front end of the handpiece fell off and five ball bearings entered the surgical site. All components were removed. Pt received additional antibiotics and hospitalization was prolonged.